Manufacturer narrative:
Investigation results: visual and functional evaluation of the returned device was performed. No defects were noted to the catheter or balloon portion of the device. The balloon was inflated and deflated with an alliance syringe and all inflation medium was able to be removed from the balloon with no issues. The reported event that the balloon could not be deflated could not be confirmed. However, balloon deflation issues can occur due to procedural or anatomical factors encountered during the procedure which limit the performance of the device (e.g. Tortuous anatomy). Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a cre balloon dilatation catheter was used during an esophageal dilatation procedure performed on (B)(6), 2012. According to the complainant, after the physician had used the device successfully, the balloon was difficult to withdraw through the scope. It was reported it is possible the balloon was not fully deflated and the inflation medium could not be completely removed prior to withdrawal. Due to the possibility that the balloon could not be completely deflated, this has been deemed an MDR reportable event. The procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre balloon dilatation catheter was used during an esophageal dilatation procedure performed on (B)(6) 2012. According to the complainant, after the physician had used the device successfully, the balloon was difficult to withdraw through the scope. It was reported it is possible the balloon was not fully deflated and the inflation medium could not be completely removed prior to withdrawal. Due to the possibility that the balloon could not be completely deflated, this has been deemed an MDR reportable event. The procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.